Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use with no issue. The instrument movement was not smoothly. No shakiness or friction was experienced. The issue occurred during clip closure when attempting to place a clip around a vessel/tissue. The clip did not become dislodged from the instrument. There was no patient injury. There was no procedure delay.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the medium-large clip applier instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the jaws of a medium-large clip applier (mlca) instrument did not move smoothly (non-intuitive). The movement was different from usual and used a backup mlca instrument to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information, however, no further details have been received as of the date of this report.